Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2014-03367 and 3005099803-2014-03368 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during preparation, outside the patient, the hydrophilic tip of the jagwire guidewire was detached exposing the tip of the metal corewire. A second jagwire guidewire was used, however, the hydrophilic tip also detached exposing the tip of the metal corewire. The procedure was completed with a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2014-03367 and 3005099803-2014-03368 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during preparation, outside the patient, the hydrophilic tip of the jagwire guidewire was detached exposing the tip of the metal corewire. A second jagwire guidewire was used, however, the hydrophilic tip also detached exposing the tip of the metal corewire. The procedure was completed with a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the guidewire revealed that the pebax was detached exposing the tip of the metal corewire. Presence of adhesive remnants was found indicating that the pebax was properly attached to the corewire. No evidence of corewire fractured. The ptfe jacket did not present any anomaly. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. Based on all gathered information the investigation fails to determine a definite root cause. A DHR (device history record) review was performed and no deviation was found.